Event description:
A home patient (hp) contacted the technical service center (tsc), to report a system error 2240 alarm during drain 2, while using the homechoice (hc) system. Reportedly, the hp reported a leak in the pt line extension, due to not tightening the connection well. The technical service rep (tsr) advised the hp to end therapy. The hp started over with all new supplies. No pt injury or medical intervention was associated with this incident per home pt's nurse.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed the incident with home pt's nurse.